Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance issue. This lv lead was never in service, and a new lead was placed. No adverse patient effects were reported.